Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device teflon pad peeled off. No piece of the teflon pad broke off. The procedure was completed with another device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
No information is available for the event regarding the procedure, settings at the time of the event, and if there were any error messages. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Particular areas of review are ultrasound oscillation confirmation (ultrasound output) and appearance. Upon inspection and testing, it was observed that the teflon pad (tissue pad) was worn and partly peeled off. Exact cause of the issue cannot be exclusively determined. However, it is likely that the ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. This caused the tissue pad to be worn and a part of the tissue pad to be peeled. The instructions for use includes the following statements that warn against the issue: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.